Event description:
This pt has h/o heart failure. Underwent iabp on (B)(6) 2015. On (B)(6) 2015, rn noted blood return in the catheter. The pt remained hemodynamically stable. Balloon was immediately removed and observed to be ruptured. Iabp was replaced later that day.